Event description:
It was reported that patient "pop" and had pain. Patient was a student athlete and had been doing sit ups and crunches. X-rays taken approximately two months post op showed that two set screws backed out. Revision surgery performed approximately 9 months p0st op.